Manufacturer narrative:
The implants were examined with and without magnification. The head and neck were still engaged, with laser lines aligned. There is approximately 5 degrees of misalignment of the parts despite the laser lines being aligned. There was some damage to the under surface of the neck - cause of damage is unknown. There was some damage to the rails of the stem - cause of damage is unknown. Additional mdrs associated with this event: 3025141-2017-00274: stem. 3025141-2017-00276: head.

Event description:
An arh slide loc radial head replacement system was implanted on (B)(6) 2016. At some point postoperatively, the head/neck assembly was loose on the stem. The parts were explanted on (B)(6) 2017.